Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device batch record, supplier product evaluation, trending analysis by lot number, and system risk analysis (sra). The batch record was not reviewed as the lot number of the cassette was not available. Supplier product evaluation was not performed as the cause of the reported issue is user error. Trending analysis by lot number was not performed as the lot number was not available. The sra indicates the risk associated with improper handling of a cassette is "low." The issue has been attributed to user error as the healthcare worker (hcw) handled a used cassette without utilizing proper personal protective equipment (ppe). An asp representative provided re-training and reminded the customer to always wear gloves when handling any part of the sterrad system or load items that have been exposed to h202 including new or used sterrad cassettes. The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Concomitant medical products: serial sterrad® 100nx sterilizer, # (B)(4). Asp complaint ref #: (B)(4).

Event description:
A customer reported a healthcare worker (hcw) received a skin reaction after removing a sterrad® 100nx cassette from their sterrad® sterilizer. She reported while removing the cassette collection box, the cassette did not fall flat into the box so she touched the cassette to help place it properly into the box. She was not wearing gloves and her left index finger turned white. She washed with water for a few minutes and applied neosporin and a band-aid. She reported she did not need to go to the emergency room and the white spot was completely gone later that night. Lastly, the hcw reported she was ¿fine¿. This event is being reported as a malfunction report subsequent to a serious injury.